Event description:
It was reported that during use, the "y" connector was found leaking. As a result, a new kit was opened and the sheath was replaced without issue. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.